Event description:
It was reported that the patient reported for an atrial cardioversion. Once the atrial cardioversion was delivered, an error message stated possible output circuit damage. R-wave amplitudes were not stable and the rv capture threshold had increased. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.